Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported during use the bd vacutainer® edta 2k tube experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. "Tube didn't draw enough volume of blood."

Manufacturer narrative:
H.6. Investigation: bd received 91 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 20 customer samples along with 10 retention samples from bd inventory, were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® edta 2k tube experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. "Tube didn't draw enough volume of blood."